Event description:
It was reported that during the procedure the screw broke. All the parts were removed from the patient and there was no damage to the patient. A backup device was available to complete the procedure with no delay reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation could not draw any conclusions about the reported event without the return of the device. Evaluation codes updated.